Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely in backup vvi. The nurse was unsure if the device reset was related to a battery performance alert. Review of the remote transmission did not support the claim. Programming changes were made.